Event description:
The patient had tmj prothesis (right mandible) implanted on (B) (6) 2009. We received a tracking card showing the patient had a second right mandible implanted on (B) (6) 2010.

Manufacturer narrative:
We have requested information as to why the revision surgery was done, but have not received this yet. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.